Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient experience five inappropriate shocks due to noise on the right ventricular (rv) lead. The lead also exhibited high and varying thresholds, high pacing impedance, and there a lead integrity alert had been triggered. A possible lead fracture was suspected. Detections were turned off until the lead revision procedure. At the lead revision procedure the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.